Event description:
Following implant surgery, the patient was experiencing hoarseness. It was reported that the patient was getting better, however their voice was still weak. In 2002, information was received that indicated the patient had vocal cord paralysis. Stimulation has been discontinued at this time. The patient will continue to follow-up with their ent and neurologist until the problem resolves.